Manufacturer narrative:
(B)(4). Sleeve the analysis results found that the 2h12lp instrument was received with the tip of the sleeve melted. See attached pictures. The obturator was not returned for evaluation. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap appendectomy, the tip of the device was melted when the blade of a harmonic instrument was touched, and then a broken piece fell into the patient. The fallen piece was retrieved from the patient. Another device was used to complete the case. There were no adverse consequences to the patient.